Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high out of range shock impedance measurement. Isometrics and arm movements were completed to try to reproduce the measurements with no success. There was noise on the shock channel noted. Troubleshooting recommended performing a commanded shock if out of range measurements persist. This device remains in service and will continue to be monitored. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include updates the additional manufacturer narrative field.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.